Event description:
It was reported that during a stent procedure, upon advancement of the stent on the guide wire, there was slight resistasnce felt and it was removed from guide wire in order to wipe it down. It was then noted that the tip of the stent delivery system (sds) was on the guide wire. Reportedly, there was no patient involvement with this device.